Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a p-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 6949-65 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos) and double counting of r-waves with diminished sensing. Short interval counts (sic) was seen on the rv lead. The lead was reprogrammed until lead revision. The lead was revised and capped. A new lead was implanted. It was further reported that the right atrial (ra) lead has undersensing. The lead remains in use. No patient complications have been reported as a result of this event.